Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing including bench handling, impedance testing, and defibrillation cycling without duplicating the report. A review of the device log from the reported event date showed the device detected an invalid impedance. No accessories were returned for evaluation. The r series is designed to capture ECG signals through leads and deliver therapy via pads in pace mode. For effective pacing therapy, it is essential to ensure all connections to the device and patient are secure and functioning as expected. The device was recertified and returned to the customer. No trend is associated with reports of this type.